Event description:
It was reported that this lead was an attempted implant due to unknown reasons. Subsequently, another lead was placed. No adverse patient effects were reported. The local area field representative was contacted for additional information, however, at this time no further information is available.